Event description:
During a ptca/stenting treatment procedure, the express2 monorail balloon ruptured at 18 atms [rbp] on the third inflation. The pt was asymptomatic during this event. The lesion bring treated was a calcified, 90% stenotic lesion in the distal left circumflex coronary artery. It is noted that the lesion had not been predilated. After placing this stent, the physician inflated the delivery balloon to 12 atms, but the stent dilatation looked insufficient. Therefore, the delivery balloon was inflated to 16 atms, then 18 atms [rbp], then the balloon ruptured. The express2 monorail balloon was removed and placed with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'